Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user could not access the items in the drawer 2. A field service engineer replaced the drawer controller for auxiliary drawer 2.1 to resolve, inventoried and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, pyxis was shut down, user was able to be brought back up after disconnecting drawer 2 but items in those drawers were not available to nurses. There were no adverse events or injuries reported based on this event.